Event description:
It was reported that a patient underwent a lumbar fusion with interbody cage implantation. At an unknown time post-operatively, the patient returned to the surgeon complaining of pain. X-rays taken show a possible loose set screw. Patient underwent a revision surgery to remove the implants. Surgeon stated he was unsure of the quality of fusion at the time of revision. No further details are known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned device shows that implant location within the construct is unknown. Threads do not show evidence of cross threading. Microscopically examined set screw rod interface node and surface. Set screw rod interface node height and morphology of node deformation are atypical of fully tightened and engaged set screws. Node deformation height (at center) significantly different than typical from bench tested samples, with bench comparison samples. Set screw rod interface node height and witness marks suggest the set screw may not have been fully tightened.